Manufacturer narrative:
The complainant made no indication of an omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2014. The original surgery was on (B)(6) 2011. The original 0 degree arc neck was removed and a new 8 degree arc neck was implanted. The original arc stem remained unrevised and a new 28mm x +3.5mm femoral cocr head was implanted replacing a previous non-omni head. The revision surgery was a result of hip dislocation.